Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during basal delivery. The customer's blood glucose level elevated into the 350's (mg/dl). The customer delivered a correction bolus via the pump. Reportedly, the customer was able to install a new cartridge and resume insulin delivery.